Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was manually tested and failed pitch motion. The instrument exhibited imprecise motion in the pitch direction. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed. The fenestrated bipolar forceps instrument housing was removed and found with derailed pitch cable from the input shaft. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. No damage was observed to the input shaft or clamping pulley. The complaint was confirmed by failure analysis. The probable root cause is attributed to a loss of cable tension.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the fenestrated bipolar forceps instrument's direction was not controllable when in use. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue did not occur with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument at all. The movements of the surgeon scaled appropriately to the instrument. The instrument moved in the intended direction. The timing of the instrument movement was appropriate. There was no injury to the patient as a result of the event. There were no broken cables visible at the instrument wrist.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.